Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. The customer issue has been alleged on the cobas 6800 system. The test used on the cobas 6800/8800 system is the cobas® sars-cov-2 - 480t ((B)(4), product code: qjr). The product catalog number for the test is 09343733190 and (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. The customer alleged discrepant results generated from a cobas® sars-cov-2 - 480t assay. A customer from (B)(6) alleged that they received a potential false negative result for a patient¿s sample tested with the cobas® sars-cov-2 - 480t assay. On (B)(6) 2021 one patient¿s sample tested and analyzed on the cobas® 6800 (s/n(B)(4)) generated negative results for target 1 & target 2. On (B)(6) 2021 the patient¿s same sample was tested on a different platform the qiagen system that generated a sars-cov-2 positive result. No harm or injury was indicated. Patient sample was collected using viral transported media from (B)(6), 3ml virus stabilization tube. The negative result was reported out to the patient and/or personnel treating the patient. The investigation to assess the customer allegation has not yet been completed.

Manufacturer narrative:
Added information in b6 and b7. No reagent or instrument issue identified. The result discrepancy may be related to sample/site-specific issues or differences in technologies between the two platforms. It is unknown how off label collection material will affect performance. (B)(4).